Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 24 synergy¿ drug-eluting stent, when the stent protector was removed, the stent struts got caught and were stretched. The procedure was completed with another of the same device. No patient complications were reported.